Event description:
User received false positive result on (B)(6). Negative pcr the same day. Asymptomatic. Fully vaccinated since (B)(6) 2021.

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User received false positive result on (B)(6). Negative pcr the same day. Asymptomatic. Fully vaccinated since (B)(6) 2021.